Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (rca). Pre-dilatation was performed with a 2.5x15mm nc trek balloon dilatation catheter (bdc). The 3.0x28mm device was unpackaged with resistance noted during removal of the protective sheath; however, the device was prepped with no leak or issue noted during preparation. The device was advanced to the target lesion without issue; however, blood entered the indeflator, indicating a leak, and the device was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Additional pre-dilatation was performed with a 3.0x12 nc trek bdc and a 3.5x28mm implant was deployed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4).